Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product used in this procedure? Citation: jama surg. 2013; 148 (11): 1043-1048. Doi:10.1001/jamasurg.2013.3587. (B)(4).

Event description:
Title: "outcomes of laparoscopic vs open repair of primary ventral hernias." Ventral hernia repairs are one of the most common procedures performed in the united states with more than 365,000 repairs performed annually. The purpose of this retrospective study was to compare the outcomes of patients who underwent laparoscopic ventral hernia repair (lvhr) with the outcomes of patients who underwent open ventral hernia repair (ovhr). In this study, 79 patients (male 73 and female 6; mean age: 56 years) underwent lvhr (lvhr group) and 79 patients (male 79 and female 0; mean age: 57 years) underwent ovhr (ovhr group). For ovhr with mesh, a polypropylene mesh was placed in the preperitoneal space using the medium- or large-sized prolene hernia system (ethicon). The onlay portion of the mesh was excised, and closure of the fascial defect was at the discretion of the attending surgeon. In ovhr group, reported complications included overall surgical site infection (n-27), seroma (n-7), surgical site occurrence (n-27), urinary retention (n-1), ileus (n-1), bulging (n-1) and recurrence (n-9). In conclusion, compared with ovhr of primary ventral hernias (pvh), lvhr of pvhs is associated with fewer ssis but more clinical cases of bulging and with the risk of developing a port-site hernia. Further study is needed to clarify the role of lvhr of pvhs and to mitigate the risk of port-site hernia and bulging.